Manufacturer narrative:
Correction to additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the ra lead exhibited diminished sensing.

Manufacturer narrative:
Concomitant medical product(s): lnq11 implantable cardiac monitor (icm) ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was p-wave undersensing and far field r-wave (ffrw) oversensing exhibited on the right atrial (ra) lead. Reprogramming was performed, and the lead remains in use. The physician chose not revise the lead at this time, due to medical judgement. No patient complications have been reported as a result of this event.